Event description:
Patient reported experienced left side "pain" in the breast," "possible rupture" of implants and "concern with the product as it may be faulty". The devices remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.